Event description:
It was reported that the gloves tore during a chest tube insertion, leaving a foreign body in the patient. Repeated, unsuccessful attempts were made to gather additional information. It is unclear if the piece was removed from the patient and if a secondary surgery was required for the retrieval. Therefore, due to a lack of information regarding the patient resolution, this complaint has been reassessed and classified as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA. Received medwatch report mw5154424 15may2024 providing the following description. Retained foreign body (glove fragment left in the patient's chest) occurred during the chest tube placement in three (3) different patients performed by different providers on three separate dates using biogel pl ul tratouch gloves from different locations/sources within the facility (all lot number's are not known at this time). This report is for patient 2: 3004763499-2024-00005 - patient 1 (mw 5154425); 3004763499-2024-00006 - patient 2 (mw 5154424); 3004763499-2024-00007 - patient 3 (mw 5154423) - not received at the time of this report.